Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
High channels have been observed post-op. A full insertion was achieved at implantation and x-ray imaging showed the electrode array to be inside the cochlea. However, the first insertion was difficult and was incomplete. The round window then had to be widened and then a full insertion was achieved on the third attempt. The clinic was informed and further investigations will be done.

Event description:
High channels have been observed post-op. A full insertion was achieved at implantation and x-ray imaging showed the electrode array to be inside the cochlea. However, the first insertion was difficult and was incomplete. The round window then had to be widened and then a full insertion was achieved on the third attempt. The clinic was informed and further investigations will be done. At this time the user will be monitored and there is no plans for surgery.

Manufacturer narrative:
Additional information: based on the received information from the field, during implantation surgery insertion difficulties were faced by the surgeon. At least three insertion attempts were reportedly made and in situ measurements one day after the implantation point to an electrode damage of the most apical channels. The recipient will be monitored by the clinic.